Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During eval, the force sensor was found to be out of calibration.

Event description:
The pt reported recurrent loss of prime warnings; frequent occlusion alarms in history were associated with loss of prime warnings as expected. The pt reported that she changed the infusion site about 15 mins prior to this contact and three loss of prime warnings occurred without associated alarm. She noted that the pump dispensed insulin during the load step during each ezprime sequence for two weeks; she filled the cartridge to approximately 200 units and the load step stops at about 150 units. The pt repeated the sequence during this contact and the pump dispensed about 50 units during the load step.